Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted, zimmer's reference number of this file is (B)(4). The pt had bilateral hip implantation. Left hip reference number is (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup and has opted into zimmer durom hip implant case action in (B)(6). This MDR is being submitted due to add'l info being made available by the claimant's counsel. She now is known to have had her durom hip implant on (B)(6) 2007 and was revised on (B)(6) 2008 for a fractured femoral neck at which time a new ldh was inserted. This MDR is for the hip stem, there is no further info about the performance of the durom/ldh devices.